Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely elevated ldh result for sample ID (B)(6), when processing on the architect c8000. The falsely elevated ldh result of 1679 u/l was questioned by the physician and the sample was rerun with a result of 219 u/l (customer normal range 125-220 u/l). The customer repeated the sample on a different instrument, resulting in 217 u/l and corrected result to 217 u/l. No impact to patient management reported. No specific patient information was provided.

Manufacturer narrative:
The abbott field service representative (fsr) observed that the mixer was damaged (bent). The mixer was replaced and no additional discrepant results were reported. An instrument service history review revealed no additional erratic or discrepant results reported on architect c8000 serial (B)(4), nor did it identify any service or complaint issues that may have contributed to this issue. The monthly product monitoring review for clinical chemistry systems was reviewed. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. No systemic issues or adverse trends for the issue associated with this ticket (erratic/discrepant results) were identified. A review of historical data for the part associated with this complaint revealed no adverse trend, systemic issue, or nonconformance associated with the mixer part. A review of the product labeling concluded that the issue is sufficiently addressed. A product deficiency was not identified.